Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump stop working and button error alarm. The customer blood glucose level was 506 mg/dl at the time of incident. Customer reported that they feel okay. The customer was assisted with troubleshooting. The customer stated that time advanced on insulin pump. Customer stated that battery went dead. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to buttons not responding.